Manufacturer narrative:
Complaint conclusion: as reported, a 3x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inserted and inflated for pre-dilation of the lesion after a non-cordis guidewire crossed the lesion. However, it ruptured within its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. There was no patient injury. The lesion was the superficial femoral artery (sfa). A contralateral approach was made. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device had to pass through a previously placed stent. The balloon inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17603499 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors (device had to pass through a previously placed stent) may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx pta (3mm4cm155) was inserted and inflated as a pre-dilation for the lesion after a non-cordis guidewire crossed the lesion. However, it ruptured within its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. There was no patient injury. The lesion was the superficial femoral artery. A contralateral approach was made. The device was clinically used and will not be returned for analysis. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device had to pass through a previously placed stent. The balloon inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.